Event description:
It was reported that the pt never had therapeutic effect and that she had frequency issues. The pt reported having a bowel obstruction on (B)(6) 2010, and while recovering from that she developed back pain in the middle upper right back, around (B)(6) 2010. The pt experienced stimulation in the bicycle seat area when the device was on, and said that the lead wire, "popped up 2 inches from the implant creating a bump, like it's trying to push through for months." Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).